Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: lasso nav catheter, catalog # d134301, lot # 17717087l, soundstar eco catheter, catalog # 10439011, s/n: (B)(4), unspecified rv catheter. (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, prior to pvi, the patient became hypotensive. A right ventricular pericardial effusion was detected via soundstar catheter. Catheters were removed. Pericardiocentesis yielded an unspecified amount of fluid. Patient was transferred to the coronary care unit for follow-up. Physician indicated that the non-bwi right ventricular (rv) catheter may have perforated upon insertion into the rv.

Manufacturer narrative:
On (B)(6) 2018, additional information was received from the international affiliate indicating that during the procedure, prior to ablation phase, the patient became hypotensive. A right ventricular pericardial effusion was detected via soundstar catheter. Catheters were removed. Pericardiocentesis yielded an unspecified amount of fluid. Patient was transferred to the coronary care unit for follow-up. There is no information regarding extended hospitalization. Patient outcome is improved. There were no patient factors cited that may have contributed to the adverse event. Physician indicated that the non-bwi right ventricular (rv) catheter may have perforated the rv upon insertion. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no issues or errors reported on any bwi products or equipment during the procedure. Transseptal puncture was performed with an unspecified needle. There is no sheath information. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury, as no ablation was performed. There is no information regarding irrigated catheter flow setting or anticoagulation during the procedure. There is no information provided regarding spi value, catheter proximity or catheter zeroing. (B)(4).